Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5084397) on 07-mar-2019. His spontaneous case was reported by a consumer and describes the occurrence of complication associated with device ("medical complications with loss of quality of life and employment") in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device ineffective "essure failure". Concomitant products included amlodipine, clonidine, cyanocobalamin, escitalopram oxalate (lexapro) and ferumoxytol (feraheme). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required). At the time of the report, the complication associated with device had not resolved. The reporter provided no causality assessment for complication associated with device with essure (ess205). The reporter commented: serious injury criteria: life threatening, hospitalization, disability/permanent damage, required intervention, other serious (important medical event) and event date (B)(6) 2005 were reported, but not specified and/or assigned to one of the events. Amendment: the report was amended on 12-mar-2019 for the following reason: patient initials (reporter) and concomitant drugs were added. The medical complications with loss of quality of life and employment were ongoing (event verbatim amended, serious criterion disability/permanent damage was added). No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of complication associated with device ("medical complications") in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device ineffective "essure failure". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria hospitalization, medically significant, life threatening and intervention required). At the time of the report, the complication associated with device outcome was unknown. The reporter provided no causality assessment for complication associated with device with essure (ess205). The reporter commented: serious injury criterion: life threatening, hospitalization, disability/permanent damage/required intervention/other serious (important medical event) and event date (B)(6) 2005 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.